Event description:
In march 28, 2006 the layuser/reporter contacted lifescan (lfs) alleging his mother's one touch basic enchanced meter was giving inaccurately low readings the medical affairs specialist 9mas) contacted the patient to obtain and verify information. On an unspecified date during the week of march 20, 2006 in the evening, the patient obtained the blood glucose readings of 33 mg/dl and 35 mg/dl on the reported meter. The patient was experiencing no symptoms of high or low blood glucose levels at that time. Because of the low blood glucose readings, the patient drank sugar water. After drinking the sugar water, the patient experienced the symptoms of nausea and frequent urination. The patient's daughter took her to the emergency room within 10 minutes, where her blood glucose level was tested to be 600 mg/dl the patient was treated intravenously with insulin. The patient takes 70/30 insulin for her diabetes, 50 units in the morning. She does not adjust her insulin dose based on meals or meter readings. The patient has been diagnosed diabetes for 14 years, and tests her blood glucose level once per day. Her expected blood glucose results are approximately 90 mg/dl to 120 mg/dl the customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined the patient was using expired test strips and incorrectly cleaning the meter, both of which can cause inaccurate results. No quality control testing was performed during the call, as the patient did not have a checkstrips and the test strips were expired. The meter and test strips were replaced. Although the patient had used expired test strips on the reported meter, which can cause inaccurate results, she became hyperglycemic following the ingestion of sugar water and received medical attention and treatment with insulin. Therefore this complaint is being reported as an adverse event.